Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 800 chemistry analyzer. The fse found that after the customer received a new shipment of aqua calibrator, the anion gaps improved. The fse also observed that cleaning was due soon and buffer solution was due for replacement. As the issue reoccurred, the fse further examined the analyzer and identified the failure mode as a defective ratio pump. The fse replaced the ratio pump to resolve the issue. The beckman coulter internal identifier is case - (B)(4).

Event description:
The customer reported the generation of erroneous ion selective electrode (ise) patient results due to low anion gaps on their dxc 800 chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data from one (1) patient sample.